Manufacturer narrative:
Concomitant medical products : product ID: a52200, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that early this morning the patient woke up and experienced a sudden and severe return of symptoms.  The patient reported severe pelvic and back pain like they had to void.  However, when the patient tried to void they were unable to do so. The patient received the implant for a severe retention condition.  They have a non-functioning bladder and stimulation helps them void. They usually recharge on fridays and wondered if the ins battery depleted. The patient tried to check the settings using the programmer which they keep in the wallet case when not in use.  However, when they turned the programmer on the screen looked completely different.  When the handset restarted, which took about twenty minutes, it looked like a brand new cell phone with set up questions displayed. They didn't see any information listed anywhere about the manufacturer or the therapy application. The patient could not access normal screens and was unable to connect to implant to check or adjust the settings. It was determined that the programmer was placed into a factory reset and will need to be replaced. The issue was not resolved through troubleshooting. A replacement handset was sent. The patient planned to recharge the ins as directed.  If they won't be able to turn stimulation on today the patient said they will need to go to the hospital to have their bladder emptied since they do not have any catheters at this time. The patient was redirected to contact their healthcare provider regarding the situation. An email was also sent to field staff to see if they could assist the patient today to turn off their stimulation. Additional information was received. The patient called back to inquire about the status of the replacement handset and if a manufacturer representative (rep) would be calling them. The patient was advised of the delay in shipping the handset and that the package was scheduled to arrive by12 pm on 2022-feb-07. It was reviewed with the patient that there had been no response received from the rep at the time of the call. The patient reported that due to the pain they were in (they were "dying" on friday) they had to go to the hospital because they couldn't void on their own and that their bladder almost ruptured.